Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient experienced some electrical shocks around the ins. The neurostimulator was properly charged, there have been no resets (por) and no unwanted loss of stimulation. It was note that the patient switched off the neurostimulator twice between january 14 and january 20. No further complications were reported or anticipated.